Event description:
In 2003, a pt was treated for an abdominal aortic aneurysm with the gore excluder bifurcated endoprosthesis. In 2005, the physician used aneurx extender cuffs to resolve endoleaks in the right and left iliac arteries. In 2007, it was reported the pt was experiencing aneurysm enlargement without evidence of an endoleak and a re-intervention was performed. To treat the endotension the main body of the trunk-ipsilateral leg component was relined with the zenith renu device. Both iliac arteries were treated with gore excluder aaa endoprosthesis contralateral leg components. The procedure went without incident and the pt was reported in satisfactory condition.

Manufacturer narrative:
Device remains implanted in the pt. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Unable to determine the cause. Also implanted and associated with this event is pcc141400/lot #0023431707.